Event description:
Patient had flap striae s/p (status post) lasik surgery on (B)(6) 2010 affecting bcva od. Lift and stretch of flap on (B)(6) 2010 to improve bcva (best corrected visual acuity). On (B)(6)2010, patient bcva od 20/30 -2. On (B)(6) 2010, patient bcva od 20/25 +2. On (B)(6) 2010, patient bcva od 20/20 -2.

Manufacturer narrative:
(B)(4): eval: equipment was evaluated by a field service engineer (fse) after the event. Mechanical and performance test were performed including a visual examination. System found performing according to specifications. Fse also performed quarterly preventive maintenance that included cleaning the optics and optimizing power by aligning energy wheel and delivery system.